Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient's neighbor reported that patient went to the hospital yesterday because of cellulitis. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.